Manufacturer narrative:
The device has not been returned for evaluation at this time. Without the subject product, we are unable to determine a root cause or probable root cause of the sorbafix device failing to fixate. If/when the device is returned for evaluation, a supplemental MDR will be sent. Review of the DHR showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing procedures and met specification. Lot qty. (B)(4) units. There have been no other complaints reported for this lot to date. Device cannot be returned at this time.

Event description:
It was reported that during a bilateral laparoscopic inguinal hernia repair with a bard 3d max large mesh while fixating into the muscle, the sorbafix tacks were not "screwing" into mesh/tissue when fired and were falling out as a result. The tacks that fell out were removed. The surgeon was experienced and was using the product correctly and with correct technique. The temperature dot was not black prior to use, it was verified upon opening. The surgeon completed the case by using a secure strap from ethicon. There was no patient injury and no surgical intervention required.